Manufacturer narrative:
The technician replaced all four casters to repair the bed.

Event description:
Info received indicates the bed has no brake when the brake pedal is in the brake position. The bed will still roll.